Event description:
It was reported that the system 9600 displayed poor image contrast when used in the lateral position. There was no adverse pt involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated but several issues were uncovered which may have contributed to the problem. Iric calibration was performed to optimize output. Also the left monitor was replaced and the contrast adjusted. Additionally the hand control was found to be defective and was replaced and the wig wag brake was adjusted and made secure. The system was tested and found to be working as intended and placed back into service.